Event description:
A cartridge alarm was reported during the load process, but there was no adverse impact to the customer's blood glucose level. The issue, which had occurred in the past, was resolved as the caller successfully loaded a cartridge and resumed insulin therapy. There was no previous report of similar alarms with the pump.